Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient was involved in a motor vehicle accident in (B)(6) 2011 and sustained trauma over the implant site. Following the accident, the patient reported poor sound quality and decreased understanding with the implant. The device was explanted (B)(6) 2013 and the patient was reimplanted with a new device during the same surgery. The device is currently not available for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed april 3, 2014.